Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No blank display was noted. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2016-55759 for inital report on blank display, no material information was provided.

Event description:
Customer reported via phone call, the insulin pump was broken and customer had previously called but was advised to call back to perform proper troubleshooting. Customer stated she inserted five different packs of batteries and the device would only turn on for a quick min alarm weak batter and battery out limit. Then it would go blank and hasn't turned back on. Customer didn't recall his blood glucose reading. Troubleshooting was performed and the display did not return. The call was dropped. Customer called back on (B)(6) 2016. Customer declined troubleshooting and request the device to be replaced as customer hasn't been able to use the device for two months. Customer agreed to return the device for analysis.